Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-04727, 04728. It was reported the patient received a pain pump and quit using the scs system and quit recharging the ipg. The sjm representative determined the ipg was unable to communicate with external devices. The patient reported he attempted using the pain pump and the stimulation at the same time one year ago, but the stimulation was not providing effective coverage in his back and he quit using the system. The patient reported at one time he did receive stimulation coverage, but reprogramming was unable to recapture the stimulation. The patient stated he did not want to pursue surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.